Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent in infusion set cannula and no delivery alarms. The insertion site was at thigh buttocks. The patient used serter device for insertion of infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.